Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler alarmed and fluid leaking from the bottom of the cycler and the tubing during treatment. Treatment was cancelled. The sample set is not available for evaluation. During follow up, the patient reported there were no serious injuries, complications or infections. The patient's effluent remained clear. The patient was not prescribed any antibiotics.